Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 18dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator light emitting diode (led) indicator failed. No patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 07feb2019. The philips service engineer (se) inspected the device and confirmed the reported issue. The se replaced the power switch overlay and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.